Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 810 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that a motor stall was seen on the patient's pump on (B)(6) 2018 and the patient had recently received an MRI. The motor stall was active. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported the patient was back in the office on (B)(6) 2018 and was hearing the pump alarm again due to a stall. Since the pump was stalled, and the hcp attempted a catheter access port aspiration that they could not aspirate. The hcp also stated the patient may not have the pump replaced since they did not have significant withdrawal symptoms with the stall and the patient may not have been getting drug since the catheter may have an issue as well. The pump off passcode was provided for (B)(6) 2018 since there was a pump issue no form was required to be signed. The patient was doing fine on (B)(6) 2018 per the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.